Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During a demonstration/training, the customer reported the new autopulse platform (sn:(B)(4) would not power on with the autopulse li-ion battery (sn: (B)(4). The platform was tested with a different battery. The power button was pressed and held for about 2 minutes but the platform would not power on. After leaving the platform for about 10 minutes, the platform was able to power on with a third battery. All three batteries were fully charged and their status leds illuminated 4 green lights. It is unknown which two batteries were unable to power on the platform. No error messages were displayed when the platform powered on. During a call with zoll, the platform powered on immediately with two different batteries. The third battery was in a charger and the status leds on the multi-chemistry charger illuminated the amber light, indicating the battery is being conditioned. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01275 for the autopulse li-ion battery (sn: (B)(4). MFR #3010617000-2022-01277 for the autopulse li-ion battery (sn: (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.